Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 377760, lot# n0023606, implanted: (B)(6) 2005, product type: lead. Product ID: neu_unknown_lead, lot# n0023606, implanted: (B)(6) 2005, product type: lead. Product ID: 3888-56, lot# v250969, implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-56, lot# v141754, implanted: (B)(6) 2009, product type: lead. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that the implant stopped working in the first part of 2013-(B)(6). The patient was not able to get in touch with his healthcare provider (hcp) at that time. The recharger would only show the reposition antenna screen. Follow-up was conducted to determine if an explant was scheduled or occurred. A follow-up report will be initiated if additional information is received.

Event description:
It was reported the patient saw an eri message in (B)(6) 2013 on one of their implantable neurostimulators (ins). It was reported the patient had fallen five times last week because of the battery depletion. It was reported the patient had fallen last night and hit his head. It was reported the patient started coughing blood and blood was dripping from his mouth and nose. It was noted his entire face hurt and an ambulance took him to the hospital.

Manufacturer narrative:
(B)(4)